Manufacturer narrative:
The customer did not provide the patient's weight. There is no indication that the access accutni+3 reagent was returned for evaluation. The customer did not have any issues with additional assays and did not question instrument performance. There is no evidence of instrument malfunction. All system parameters including quality control, calibration, and system check were within assay and instrument specifications. The cause of the non-repeatable accutni+3 results could not be determined with the supplied information.

Event description:
The customer reported non-repeatable, false positive troponin I (access accutni+3) results for one patient sample generated on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial result for the patient sample was 0.9424 ng/ml, above the normal reference range of 0.00 ng/ml - 0.04 ng/ml. The result was reported out of the laboratory and was questioned by the physician. The sample was repeated twice on the same instrument, which generated results of 0.0201 and 0.0227 ng/ml, within the normal reference range. The laboratory released a corrected report. There were no reports of patient injury or impact to patient treatment related to this incident. All system parameters including quality control, calibration, and system check were within assay and instrument specifications. The sample was centrifuged at 3000g for 10 minutes at room temperature. There is no indication of any issues affecting sample quality.